Event description:
Company field service engineer (fse) turned on robot and attempted to connect to rosa arm. Fse clicked on software and '3d computation not finished' error occurred, rosanna software shutdown. Fse restarted rosa robot, emergency stop button was lighted. Fse restarted rosa robot (the second shutdown occurred because the emergency stop button was lit and required a restart). Case proceeded normally. Patient under anesthesia; no incision, delay < 5 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : it was confirmed that the software crashed after that the field engineer clicked on the software interface whereas the 3d computation was still in progress. This triggered the reported error message displayed and probably caused the computation interruption and the crash. However, available the logfiles did not permit to conclusively determine the cause for the crash. After the device was rebooted, the controller did not initiate which caused the emergency button light to turn on and prevented the arm from connecting, due to an anomaly of the controller software. After a second reboot, the device operated properly and the procedure could be resumed without further issues. There was no patient impact. Corrected data: b4 date of this report. G4 date received by manufacturer . H2 if follow-up, what type . H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Company field service engineer (fse) turned on robot and attempted to connect to rosa arm. Fse clicked on software and "3d computation not finished" error occurred, (B)(6) software shutdown. Fse restarted rosa robot, emergency stop button was lighted. Fse restarted rosa robot (the second shutdown occurred because the emergency stop button was lit and required a restart). Case proceeded normally. Patient under anesthesia; no incision, delay less than 5 minutes.